Event description:
It was reported that a pump displayed a battery alert. The battery cell in the wireless battery module was replaced when a "board started smoking with a small fireball emitting from circuit." The customer also stated that fluid damage inside the battery module was observed.

Manufacturer narrative:
(B)(4). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.